Event description:
Pt with history of motor vehicle accident in 2013. Fractured left humerus and underwent surgery with placement of hardware presented to hosp complaining of left arm pain. An xray revealed an acute fracture of the humerus with broken hardware. Surgery was required to repair the fractured hardware.